Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, a surgical conversion occurred after the surgeon inserted a 12mm air seal trocar and there was bleeding. An 8mm da vinci cannula was then inserted and the surgeon made the clinical decision to convert to open. The patient is currently in the ICU.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted ovarian cystectomy procedure, a surgical conversion occurred after the surgeon inserted a 12mm air seal trocar and there was bleeding. An 8mm da vinci cannula was then inserted, and the surgeon made the clinical decision to convert to open. The cause of the operative complication is unknown.